Event description:
Spanish speaking pt received a nebulizer that stated "for constipation inhaler" rather than "with inhaler" as our system recognized con as constipation rather than a translation for with. The pt had not used the nebulizer or noticed the error when caught by the pharmacist during a review. Medication administered to or used by the patient no. When and how was error discovered the pt had not used the nebulizer or noticed the error when caught by the pharmacist during a review. Reporter's recommendations placing a bracket in front of the directions prevents sig code translations. The staff has been instructed to do this anytime manually entering spanish directions. Node dispensing. Node dispensing. Type mislabeling. Contributing factors transcription error/misunderstood order. Special code device. Severity error reached patient; no patient harm. Submission ID (B)(4).